Event description:
It was reported the patient had a shocking or jolting sensation. It was noted the patient was in the hospital for four days unrelated to their device or therapy. It was further noted the patient had been home since last week monday. The reporter stated they thought they ¿knocked their machine out of adjustment¿ and they felt some shocking and jerking that was not normal. The reporter further stated they noticed the shocking and some other twitches started last thursday. It was noted the patient could not walk before the implantable neurostimulator (ins) and they could not survive without it. It was further noted the patient had an appointment with their healthcare professional (hcp) on friday. The reporter stated that in the past they had met with a manufacturing representative outside of the hospital. The reporter further stated the ins had two adjustments and was working well up until now. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).